Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a generator explant procedure for normal battery depletion (nbd), this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. This system was not replaced. No additional adverse patient effects were reported. This rv lead has not returned for analysis.